Event description:
It was reported that during implant, the device would not capture input from the left ventricular lead. The device was exchanged and returned. A new device was implanted with no complications. No adverse events were reported.

Manufacturer narrative:
All information provided by the manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of no left ventricular capture was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. All device functions were normal.